Event description:
Complainant alleged that during biomed testing the device was unable to adjust energy selection via front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.